Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs) and during support, the device malpositioned requiring explant and resulted in access site bleeding complication. After the impella cp was implanted via the left femoral artery, the patient was prepped and transferred via medevac to an outside facility for higher level of care. The patient arrived at the receiving hospital awake and following commands. The plan was to start epinephrine to wean down levophed, complete a point of care bedside ultrasound, send off for labs and evaluate with cardiothoracic surgery for an impella 5.5 upgrade. Upon a bedside echocardiogram, the impella cp was found to be a little deep with the pigtail touching the wall. The resident verbalized discomfort in repositioning the impella cp and waited for the attending physician (who is at the time was involved in other emergencies) to assist. Additionally, noted was the patient's left leg was cooler and dusky. The decision was made later that morning to escalate to the impella 5.5. The impella cp was removed from the access artery and perclose was attempted and held for approximately 10 minutes. However, the groin started bleeding. The decision was then made to do an open surgical repair for removal which was completed. The patient was stabilized and returned back to the intensive care unit. The status of the patient following the event was noted as unknown. However, plan of care updates indicated the patient remained on impella mcs for at least seven days.